Event description:
Patient reported left side deformity. Per diagnostic report, the events of ¿coarse radial folds¿, ¿minimal serous effusion¿, ¿thin posterior periprosthetic fluid flap¿, and ¿in the axillary cavities, some reactive lymphodonal formations¿ were reported along with "cystic formation" which is not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data.

Event description:
Patient reported left side deformity. Per diagnostic report, the events of ¿coarse radial folds¿, ¿minimal serous effusion¿, ¿thin posterior periprosthetic fluid flap¿, and ¿in the axillary cavities, some reactive lymphodonal formations¿ were reported along with "cystic formation" which is not device related. The device remains implanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. Crease folding of implant: no observed. Deformation: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported the MRI findings of ¿the prosthesis on the left has a contract appearance with some coarse radial folds of the profiles, one of which is full thickness in the lower quadrants, with minimal serous effusion in the context; there is an associated thin posterior periprosthetic fluid flap. In the lower inner quadrant on the left, in the periprosthetic area, an oval formation is observed, with clear margins, hyperintense in the t2-weighted stir sequences of the dt max of about 8 mm, referring in the first case to cystic formation. In the axillary cavities, some reactive lymphodonal formations can be observed .¿ healthcare professional reported "intracapsular rupture with deformation." The device has been explanted and replaced with a non-abbvie device. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: crease/folding of implant-breast: observed, fold creases. Seroma-breast: unable to observe since it is not related to the device. Lymphadenopathy-breast: unable to observe since it is not related to the device. Rupture-breast: observed broken device assessed as fold flaw opening. Cyst(s)-breast: unable to observe since it is not related to the device. Deformation-breast: not observed. As per the investigation procedure particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.6a, d.6b, d.9, h.3, h.6.

Manufacturer narrative:
Device details: n trm375, lot 2872541, sn (B)(6). It is unknown which side they are related. The event of lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and seroma-late.

Event description:
Patient reported left side deformity. Per diagnostic report, the events of ¿coarse radial folds¿, ¿minimal serous effusion¿, ¿thin posterior periprosthetic fluid flap¿, and ¿in the axillary cavities, some reactive lymphodonal formations¿ were reported along with "cystic formation" which is not device related. The device remains implanted.